Event description:
The manufacturer received information alleging the device had shut off while in use and would not turn back on. The device was removed from service. There was no harm or injury reported. The operator placed a service call to the philips helpdesk. A philips remote service engineer (rse) assisted the operator on this issue. The philips rse evaluated the system error log for this issue. The philips rse recognized that the ac power was disconnected but it would never reconnect. The philips rse asked the operator to check the power cord. The operator found the power cord was faulty. The philips rse informed the operator that the power cord should be replaced to address this issue. The operator informed the philips rse that they will take the responsibility to correct/repair the device. The philips rse informed the operator to notified philips if this did not address their issue. There was no part replaced and/or repair made to the device for this issue.